Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of charging difficulty was not verified. Upon receiving the ipg was in hibernation, and it would not be linked. The ipg was successfully charged to full capacity in one cycle despite the active stimulation. The complaint of the stimulation anomaly was investigated. Since the returned leads exposed substantial damages, the ipg was investigated with known good leads. The monitored stimulation on an oscilloscope found that the outputs were consistent and amplitude/pulse widths were verified to be correct on all the electrodes. The ipg passed all the required tests and it revealed no anomalies. The paddle lead was pulled and cut in pieces. Since there was no complaint regarding an impedance anomaly, the damage was considered an explant procedural damage.

Event description:
A report was received that a patient underwent an explant procedure due to the ipg being inoperable. During the procedure, the physician discovered that the paddle lead was broken. The physician removed both devices and re-implanted new ones. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8120-50, serial/lot #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that a patient underwent an explant procedure due to the ipg being inoperable. During the procedure, the physician discovered that the paddle lead was broken. The physician removed both devices and re-implanted new ones. The patient is reportedly doing well following the procedure.